Event description:
Device was implanted from the left side ipsilateral. Successfully implanted with no leaks. During dilatation of the contralateral attachment system, the distal left common was dissected and a subsequent wall stent (14x40) followed by a wall graft (12x40) were implanted to seal the dissection. Pt's right internal iliac was covered. Subsuquently the pt has suffered from weakness in the right leg which has not resolved. Two to three units of blood were lost due to retroperitoneal bleeding from the dissection. Implanted a 14x40 wall stent in the left graft limb and common iliac due to native vessel tortuosity.